Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via phone call that she had high blood glucose but not hospitalized. Customer's blood glucose was unknown mg/dl. Customer reported they have a backup plan available. The customer was treated with bolus. The customer stated that the recent unexplained high blood glucose event began about 3 weeks ago. The customer was advised to disconnect at quick release and remove set from body. The customer stated the drive support cap appears normal. Customer wishes to check for possible site/insulin issues. The customer reports site is changed every 2/3 days. The customer was advised to check their setting. Customer declined further troubleshooting for high blood glucose and will contact healthcare provider.